Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT showed what the physician originally thought was a type 1a endoleak, then angio was done and showed there was a stent fracture near stent 2-3 maybe even fracture separates. Currently the aneurysm is 73mm in diameter. The original plan was to perform an aui but the physician would rather try 32mm aortic cuff since they think the stent graft is a 28mm diameter aneurx by measurements. The aortic neck appears to be dilated and the aneurx is down 5-6mm by CT and by angio it was 1cm or more. The physician placed a 32mm endurant cuff just below the left renal and snagged bottom of cuff in the ipsilateral right side approximately 5mm. The physician was able to rewire and do post kissing balloon dilatation. There was good flow and no endoleaks and no problem s after that. The physician stated the cause of the event was due to neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Internal film review: the cause of the events could not be determined from the films provided. Films prior to implant and more recent post-implant films were not available for review. CT¿s returned from ~12 years post-implant revealed that the bifurcate was positioned ~5mm below the lowest left renal, and ~15mm below the right renal artery. The neck diameter near the level of the left renal was ~28mm and there was 5mm of remaining proximal seal length. However, no clear proximal type I endoleak was observed from the CT¿s. Within the proximal sac a single ¿v¿- section of a fractured bifurcate strut was seen detached and positioned ~5mm away from the right/posterior of the bifurcate; just off the aortic wall. Near this fracture location a small area of contrast was seen coming from the bifurcate; possibly from a type iii fabric endoleak. A single returned angiogram during an intervention revealed that an endurant aortic cuff had been implanted just below the level of the right renal artery, and appeared to have resolved the previously seen endoleak. The exact cause of the migration and potential type ia endoleak could not be determined. The position of the bifurcate at implant is unknown; however, it appears likely that disease progression (neck dilatation) was the cause. It is possible that the migration may also led to the observed stent fracture, and that the possible type iii fabric endoleak observed near the fracture may have been caused by fabric abrasion from the fractured strut. If information is provided in the future, a supplemental report will be issued.